Event description:
It was reported that during multiple ultrasound guided breast biopsies into normal tissue, after fully priming the device, injecting into the lesion and then withdrawing the device from the patient, there were no tissue samples obtained. Another device was used to complete the procedures. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The first device was returned half primed with the cannula retracted and the sample notch fully exposed. Loose particles could be heard within the device. There were no visual anomalies noted on the device. The device was functionally tested by twisting the rotational knob once with difficulty and the stylet was retracted and locked into place. The trigger was then depressed to fire the device, however only the stylet advanced. Further functional testing could not be conducted. The sample was disassembled and the internal components examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs and tangs were found broken on the returned samples. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hubs and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.